Event description:
It was reported that the right atrial lead was fractured and had high impedance. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed the proximal and distal conductors of the lead developed fractures due to flexing while in vivo. Concomitant medical products: 4074, implantable pacing lead, (B)(6) 2006. (B)(4).